Manufacturer narrative:
Insulin pump received with no traces of moisture on keypad traces, electronic assembly or motor assembly per visual inspection. Insulin pump received with minor scratches on lcd window.

Event description:
It was reported that the insulin ump has been exposed to moisture damage. Customer reported that moisture can be seen in the display. Customer's blood glucose reading was 108 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).